Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced an episode of syncope. In addition, high atrial thresholds were exhibited. It was further reported that the implanting physician told the patient that "they had a lot of difficulty placing the atrial lead, and it may not stay in the implanted location". The clinic made plans to consult with the patient's electrophysiologist for further instructions. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.